Event description:
It was reported that during use of the bd phaseal¿ injector luer lock n35 the n35/c45 there was an issue with leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported leakage.

Manufacturer narrative:
H.6. Investigation summary fifteen unused samples were returned to our quality team for investigation. The product was visually inspected, no damage or other defects were observed. Functional testing was performed on all samples received. One syringe attached to an injector was connected to a protector and colored liquid was successfully withdrawn from the vial, with no liquid inside the piston observed. The syringe and injector were then disconnected from the protector and attached to a connector, again the product functioned as intended an no leaks were observed. We were only able to replicate this issue when the syringe was pushed and the injector was not activated and properly connected to the device. A device history review was performed for lot 1904107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock n35 the n35/c45 there was an issue with leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported leakage.